Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged and did not fit onto the pump. There was no adverse impact to the customer¿s blood glucose level. Replacement cartridge was set to the customer to resolve the issue.